Event description:
During the index procedure 1 endeavor sprint drug-eluting stent was implanted in the lad. Approximately 54 months post the index procedure the patient suffered an mi and was treated with medication. The investigator has not assessed the relationship between the event and the device.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).

Event description:
The investigator assessed that the mi which occurred approximately 54 months post index procedure reported was not related to the study device. Approximately 55 months post index procedure the patient suffered another mi. The investigator assessed that the event was not related to study device.

Manufacturer narrative:
(B)(4), results: inherent risk of procedure (mi).